Manufacturer narrative:
H3: devices returned to third party explant lab for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that in 2017, a patient was treated with a gore® excluder® aaa endoprosthesis. Seven years later, the patient presented with a type ia and type ib endoleak. On (B)(6) 2024, the patient was treated with conversion to open surgery and explantation of the implanted devices. Device migration was reported.

Manufacturer narrative:
The explant evaluation performed by an explant scientist showed the following: the explanted devices were in three segments. Segment 1 was free-floating and was reported to measure approximately 42mm in length. The abluminal surface was covered in minimal, light pink to light tan biologic material, and a white monofilament suture was present at extremity a. Extremity b appeared to have been transected. The lumen of segment 1 appeared to be patent. Segment 2 was reported to measure approximately 140mm in total length. The abluminal surface was covered in minimal light pink to dark brown biologic material. The proximal extremity a and distal extremity a both appeared to have been transected. Segment 4 (unidentified fragment) was contained within and extending from the contralateral leg of segment 2. Segment 3 was free-floating and was reported to measure approximately 95mm in length. The abluminal surface was covered in minimal light tan to brown biologic material. Both extremities appeared to be patent. For all segments, no saline-patency test was noted to have been performed, therefore the patency could not be confirmed based off the analysis or images provided. From gross images all material disruptions (i.e., material transections/cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. The imaging evaluation performed by a clinical imaging specialist showed the following: one time-point is available for evaluation: post-implantation computed tomographic angiography (cta) dated (B)(6) 2024. Contrast is visualized outside the implanted devices on the 3d images. The length from the right lowest renal artery to the proximal circumferential device appears to be 14.9mm, by centerline. Diameters within this 14.9mm of abdominal aorta appear to range from 31.5mm ¿ 36.6mm. Contrast is seen pooling in the aneurysm sac with lack of proximal device circumferential apposition confirms a proximal type I endoleak. Contrast is pooling in the aneurysm sac of the left common iliac artery (lci)lci, outside the implanted contralateral leg. There is lack of circumferential distal device limb apposition in the lci. A distal type I endoleak is confirmed. The primary reported device failure modes, proximal and distal type I endoleaks observed seven years after the index procedure, were confirmed through evaluation of the provided clinical images. The imaging evaluation confirms a proximal type I endoleak for the trunk-ipsilateral leg device and a distal type I endoleak for the contralateral leg device. The reported device migration could not be independently confirmed, for either device, through evaluation of the explant report nor the clinical images because the images only represent the time after the reported type I endoleaks were observed. Gore received an explant report from the third party organization gepromed. Evaluation of the gepromed explant report by a gore explant scientist identified three separate and free-floating device segments. Material disruptions in the report are indicative of cutting by surgical instruments during device explant. No additional conclusions were drawn from the explant report in relation to the reported complaints. The cause for the reported endoleaks and device migration could not be established with the available information.

Event description:
It was reported that in 2017, a patient was treated with a gore® excluder® aaa endoprosthesis. In imaging provided to the manufacturer, type ia and ib endoleaks were observed on march 21, 2024. On (B)(6) 2024, the patient was treated with conversion to open surgery and explantation of the implanted devices. Device migration was reported.